Event description:
The original complaint report indicated that a small fragment of the punch fell off during an ankle arthroscopy but the fragment was not found. Additional information received on 6/4/03 indicated that the punch stopped working and the surgeon noticed a small pin from the jaws floating past his operating field view but could not find it again to remove it. An x-ray identified the pin to be in the patient's lateral ankle capsule but it could not be removed. No patient injury was reported.